Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the history file. The device passed the rewind, basic occlusion, prime and displacement tests. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during testing. No flash write error alarm. Device had a scratched lcd window, cracked display window corners, battery tube threads cracked and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that while disconnecting the insulin pump to take a shower, the device fell and hit a drawer. Customer stated that she then received a motor error, motor position encoder error and a flash write error alarm. Blood glucose value was 494 mg/dl; treated with manual injections. She changed the site and the insulin pump tried to push insulin out on its own. The customer was unable to rewind as it was interrupted by a motor error alarm. Customer could not check the alarm history due to being stuck in the rewind/prime sequence. The drive support cap was recessed and the device was not exposed to a magnetic field. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.